Event description:
It was reported that noise resulting oversensing and inappropriate antitachycardia pacing (atp) was observed on the right ventricular (rv) lead. As a result of the inappropriate atp, the patient's rhythm accelerated into a true ventricular tachycardia (vt). The vt self-terminated without any intervention. The suspected cause of the event was lead damage, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.